Manufacturer narrative:
Findings: unit unable to prime during the prime test and motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No alarm on alarm history screen. Minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 197 mg/dl at the time of the call. The customer sent the product back for analysis.